Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device is not expected to be returned. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. The device was stored and handled according to the IFU. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the device from the hoop and no difficulty removing the mandrel or sleeve. There were no kinks noted on the device prior to use. The device was prepped according to the IFU. The target lesion was the bk. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. It is unknown if there were stents present within the treatment site or tracking path. The complaint device was inserted and delivered to the lesion. The device was inflated however the balloon ruptured at 4 atm. The device was removed in one piece from the patient. It is unknown what type of inflation device was used to inflate the complaint device and unknown if this was used successfully with other devices. It is unknown if there was force required when using the device. It is unknown how the procedure was completed but the procedure finished successfully. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Updating for new information ¿ the device has been received and based on the evaluation of the device this event is no longer determined to be reportable. This is based on the findings from the evaluation where a pinhole was identified in the balloon. A pinhole rupture is not known to have caused or contributed to any injury and there is no history of this type of failure being reported. Therefore this complaint is now determined to be not reportable.